Manufacturer narrative:
E1-initial reporter establishment name - (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was bent; the video connector contact was damaged. A root cause could not be identified. Based on the investigation results, it is likely that the video image noise occurred when the cord section was bent, indicating a component failure of the universal cable. Additionally, the rigid tube was found to be bent, and this event is attributed to a component failure of the rigid tube. The video connector contact was also damaged, and this event is considered to be caused by a component failure of the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope exhibited video image noise. The issue occurred during a therapeutic video-assisted thoracoscopic surgery (vats) procedure, and the procedure was completed using the same device. There were no reports of patient harm.